Manufacturer narrative:
No parts have been returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an evd catheter system. It was reported that a patient was admitted after a spontaneous subarachnoid hemorrhage. The health care professional noticed that the plastic was chipping off of the evd stopcock and was worried about the increased risk of brain infection. The event was reported did not involve a malfunction or material flaw in the device. Residents and nursing staff were accessing the leur locks on the evd drains for injections of medications and fluid collection. Intrathecal cardene was one of the medications that was administered using the evd catheter. The ports were cleaned with chlorhexidine based antiseptic at concentrations levels of .5%, 2% and 4%. The instructions from medtronic states that the stopcocks should be cleaned using isopropyl alcohol to clean the luer lock surface and allow the alcohol to completely dry before accessing the lock. Medical staff were reported to have been using chlorhexidine for over a decade with no issues until now. It was believed that the antiseptic choice was not the issue, but rather not allowing the cleaning agent to completely dry.